Event description:
I had breast implants (textured) since 2010. I had a lot of health problems after 2 years. I had a contracture capsule after 3 weeks. I had a new surgery to break the capsules. The list of my symptoms: fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin and hair, premature aging, poor sleep and insomnia, dry eyes, decline in vision, hormone issues, diminishing hormones, low libido, reflux. Metallic taste, vertigo, gastrointestinal issues such as acid reflux, fungal infections, sinus and uti infections (I got a surgery, the works), skin rashes, allergies to pollen, headaches, migraines, heart palpitations, dehydration for no reason, cold and discolored limbs, hands, and feet, pain and/or burning sensation around implant, anxiety, and panic attacks. Symptoms of auto-immune diseases such as: connective tissue disease (I had 2 prolapses in 3 years, no childbirth, the tissues are too soft to hold the organs). I had 1 surgery to break the capsule around the implant, 1 surgery for my breathing, 1 surgery to remove a vaginal cyst, 1 surgery to explant my implants. One surgery for my prolapses and I will have a new one next month. A total of 6 surgeries + initial breast implants in 2010 (2010-2019); I never had any surgery before 2010. On (B)(6) 2019, I decided to have an explantation of my implants. After removing the implants, one textured implant had 2 air bubbles with silicone leaks. I had 2 ultrasounds and the exam was showing no rupture. Hopefully I removed these toxic implants; if not they will continue to leak in my body causing more health issues. I wish I could be aware in 2010 of all the risks. My mentor textured implants have a warranty of 10 years, mine was only 9 years. They have quality systems issues. 1 month after my explant, my health issues are gone, skin rashes, migraines, dry eyes, joint pain, fatigue, panic attacks, metallic tastes, sinus infections, heart palpitations. FDA safety report ID# (B)(4).